Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they hospitalized due to high blood glucose level on (B)(6) 2022. Customer's blood glucose value was 23 mmol/l at the time of the incident. Another blood glucose level was 9.4 mmol/l. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting. The customer was treated with intra venous insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown auto mode feature was active or not at time of high blood glucose event. The device will not be returned for analysis.